Event description:
During prep of the ablation catheter, the handle was sticking and not functioning properly. Vendor notified. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).